Manufacturer narrative:
Complaint no: (B)(4). The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional flow rate testing was performed and passed successfully with no issues related to the reported condition. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor was underinfusing solution. It was reported that the expected infusion time was seven days, but the device still had solution in it after seven days. The device was filled with 57 ml of 5fu and diluted with 28 ml of glucose. There was no patient injury or medical intervention associated with this event. No additional information is available.